Event description:
Edwards has learned of the explant of a pericardial mitral valve after an implant duration of approximately two (2) years due to severe stenosis and regurgitation. The surgeon reported "valve implant in 2012. Patient came back to hospital within one year with high gradient across valve and central jet mr. No evidence of infective endocarditis." Through follow up with the health care provider, the operative notes were provided and state "she was well for few months but subsequently started to get doe. She was assessed by repeated echocardiography that showed unexpected leaflet degeneration. She was not keen for further evaluation in march this year and was maintained on medication. Her symptoms did progress and she was admitted with more dyspnoea and lower limb oedema. The valve was assessed by repeated tte and tee that confirmed the presence of fixed leaflets with severe stenosis and regurgitation. Her pap was systemic at 120 mmhg and she has severe tv regurgitation. She underwent cardiac catheterization that confirmed severe [pulmonary] hypertension. Surgery was advised for the svd of the prosthetic mv. In addition to that, tv repair and simultaneously. The valve choice was discussed with the patient and she agreed for mechanical valve this time. One leaflet of the mv prosthesis has totally fixed leaflets. Operative report indicated at the conclusion the operation, she was transferred to cicu in good condition. Valve is being returned for evaluation

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device has not been received for evaluation and the device history record (DHR) review is in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to regurgitation or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, endocarditis or non-calcific degeneration. In this case, without evaluation of the device, we are unable to confirm the clinical assessment as provided by the health care provider. This patient has several contributing factors, e.g., young age, redo valve replacement, hypertension, multiple valve disease, however, with the available information, we are unable to determine root cause for explant of this device. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: heavy vegetation in the cusp areas of all three leaflets at both inflow and outflow aspects. Free margins of the leaflets were thickened and swollen near the commissures. Host tissue was moderate to heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 9mm. Host tissue was minimal to moderate on the tissue outflow and encroached onto the tissue by a greatest distance of 5mm. Host tissue was minimal at both stent inflow and stent outflow. Vegetation and host tissue restricted mobility in all three leaflets and lead to stenosis. The x-ray demonstrated no visible calcification. Wireform was also intact. Method: x-ray. Based on our gross analysis by visual and x-ray examination of the product, the clinical observation of stenosis was confirmed with calcification as the primary contributor. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the patient's young age and multiple valve disease are considered contributing patient factors toward early calcification. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Updated with echo results.

Manufacturer narrative:
Reported in 2015691-2015-00120-1 needs to be replaced with the following: evaluation summary: heavy vegetation in the cusp areas of all three leaflets at both inflow and outflow aspects. Free margins of the leaflets were thickened and swollen near the commissures. Host tissue was moderate to heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 9mm. Host tissue was minimal to moderate on the tissue outflow and encroached onto the tissue by a greatest distance of 5mm. Host tissue was minimal at both stent inflow and stent outflow. Vegetation and host tissue restricted mobility in all three leaflets and lead to stenosis. The x-ray demonstrated no visible calcification. Wireform was also intact. Method: x-ray. Additional manufacturer narrative: based on our gross analysis by visual and x-ray examination of the product, the clinical observation of stenosis was confirmed with host tissue overgrowth as the primary contributor. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It is unknown if there are any contributing patient factors. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.